Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: h6 medical device ¿ problem code. A getinge field service engineer (fse) reported that they replaced the pim, but the issue persisted. The fse states the unit had a "please plug iab port" message. The fse replaced the executive processor board. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) manifold tests halted at the pim, and despite replacing the pim with a new one, the issue persists.   It always shows: please plug iab port. Despite having the plug there. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.